Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced lethargy, lower abdominal pain, kidney/renal pain, signs of systemic infection, urinary tract infection, acute pyelonephritis, mesh extrusion, pain with intercourse and tampon insertion.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced urethrovaginal fistula, mesh erosion and stress urinary incontinence. The device was explanted.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced recurrent urinary tract infections, dyspareunia, pain and pelvic pain, vaginal discharge, incomplete emptying, frequent urination, constipation, dysuria, painful bladder spasm and cystitis with hematuria.